Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that on (B)(6) 2021, during implant, it was unable to advance stylet to the end of the lead. The lead was not used, and another lead was used with successful implantation. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.